Manufacturer narrative:
Note: it was originally reported that only one device was involved; however, on january 9, 2017 there were two devices received for evaluation. This report (9681477-2017-00002) pertains to the second of two devices received for evaluation. Medwatch report 9681477-2016-00014 captures the first device. Device evaluation: the manufacturing batch lot was not provided therefore lake region medical was unable to review the manufacturing batch records to confirm that the device met all material, assembly and inspection requirements. As received, the specimen consists of one each clinically used, damaged j3fc-xx-fs 80-035 device; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presents 2.92mm of the core wire protruding through the coil wraps 2.43cm from the distal tip with a concurrent offset coil wrap and kink damage. The specimen presents additional bend damage 2.45 to 5.88cm from the distal tip. The j-form tail angle is relaxed to approximately 153.5 degrees. Finger-straighten ability function is impaired by the core penetration and bend damage. Both joints appear to be correct and intact by visual examination and by non-destructive testing. The specimen present scraped ptfe coating in the distal 6.5cm and dried deposits of blood-like material scattered over the length of the devices. Except where noted, the specimen device appears visually and dimensionally correct. At this time, it is not possible to assign a definitive root cause for the reported event. Based on the information provided, clinical and procedural factors appear to have impacted on the event as reported. The lot number, event date and patient condition were documented as unknown.

Event description:
Note: it was originally reported that only one device was involved; however, on january 9, 2017 there were two devices received for evaluation. This report (9681477-2017-00002) pertains to the second of two devices received for evaluation. Medwatch report 9681477-2016-00014 captures the first device. The wire was used after punction of the left femoral vein to bring a sheath inside the vessel. After withdrawal the wire, the core wire was found outside the distal coil of the guide wire. Unauthorized product return.